Event description:
A sales representative reported an incident in which the device was said did not work properly during a procedure. A physician at the hospital reportedly attempted to use the device to cut a suture in the stomach, contrary to the directions for use. The device reportedly became stuck, however, it was successfully removed with the use of surgical scissors (model unk), and the procedure was completed. There was no pt injury reported.

Manufacturer narrative:
The device in question was not returned to olympus for investigation, therefore we can not conclusively determine the cause of the user's experience. The instructions for use clearly state, "this instrument has been designed to be used with an olympus endoscope. It is used to cut the residual end of the olympus loop designed for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The reported event appears to be a case of user error. If add'l relevant info becomes available or if the device will be returned at a later date, a supplemental report will follow.